Manufacturer narrative:
One used pneupac® parapac® ventilator was received for investigation. A visual inspection revealed the faceplate was bent and relief alarm pressure knob was missing indicating the unit had been dropped. Device passed all functional checks. The complaint was not confirmed.

Event description:
Information was received indicating that the low inspiratory pressure alarm kept occurring on a smiths medical pneupac® parapac® ventilator during transport of a patient. The patient was then bagged and was required to be placed onto another transport ventilator. There were no reported adverse patient effects.